Event description:
It was reported that the patient was experiencing discomfort that was caused by the anchors. It was also reported that one of the patients leads had high impedance. The patient underwent device revision procedure wherein the anchors and leads were replaced, and patient was doing well postoperatively. The explanted products were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7106008, 7106256.